Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawers 3.1 and 3.2 broken, which located on ccj72b. The customer unplugged the drawer to isolate it. As per part investigation, it was determined that shorted diode d501 / mosfet q501 on the drawer controller board. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of "aux drawer 3.1/ 3.2 broken" was confirmed by filed service engineer and subsequently confirmed in the dchu testing and inspection process. According to work order (wo): (B)(4). Drawer 4 had no lights on the module control board. The fse tested the drawer controller, and it tested good, so the module control board was replaced. Drawers 3.1 and 3.2 were both off the bus. There were no lights on the module control board. The drawer controllers were tested and found to be functional; therefore, the module control board was replaced. Testing was performed in hta. During dchu visual inspection: pn 151630-01: was received with signs of fluid ingress. Pn 151622-01: was received with no signs of physical damage, loose components, fluid ingress or missing components. During dchu testing: pn 151630-01: due to the presence of fluid ingress, dchu testing and hta testing are not required. Pn 151622-01: dchu testing verified that the measurements at tp502 and tp505 were not within the expected values (greater than 1000). The measured result was 0.32. Based on this result, use of the hardware test application (hta) was not necessary. The device was in use for treatment purpose as intended per 21 cfr 820.198(d). Root cause: after investigation, it was determined that the root cause of the "aux drawer 3.1/ 3.2 broken" was attributed to a shorted diode d501 / mosfet q501 on the drawer controller board. The electrical failure resulted in circuit instability, preventing the unit from functioning properly.